Manufacturer narrative:
(B)(4). It was reported that the patient experienced a very short alarm with no message on the controller. Two controllers (B)(4)) and four batteries (B)(4)) were returned for evaluation.  Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controllers during the analysis of the units. Results revealed that the electrical connections between the batteries and controllers were stable. Data and alarm log files of (B)(4) were not available for analysis. Log file analysis of (B)(4), revealed several premature power switching events that were due to momentary disconnections involving (B)(4).. Momentary disconnections will result in an audible tone which was most likely perceived by the patient as the "very short alarm with no message on the controller". The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. However, an internal investigation has been opened to evaluate the momentary disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - controller / catalog number 1407ch / expiration date 30apr2017, product has been not returned, (B)(4). (B)(4) - controller / catalog number 1650de / expiration date 30jun2017, device evaluation anticipated, but not yet begun, (B)(4). (B)(4) - controller / catalog number 1650de / expiration date 30jun2017, device evaluation anticipated, but not yet begun, (B)(4). (B)(4) - controller / catalog number 1650de / expiration date 30jun2017, (B)(4), device evaluation anticipated, but not yet begun, (B)(4). (B)(4) - controller / catalog number 1650de / expiration date 30jun2017, (B)(4), device evaluation anticipated, but not yet begun, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported that the patient complained about a short alarm with no message on his controller. The controller log files were sent to the field engineer for analysis and it was found that there were incidents of power switching. All the devices suspected to be involved in the switching incidents were exchanged with no reported patient consequences.